Event description:
It was reported that the patient had syncope. The device failed to deliver high voltage therapy due to misdiagnosing an episode of ventricular tachycardia as a non-ventricular arrhythmia. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.